Event description:
It was reported that the implantable pulse generator (ipg) of the patient had migrated. It was also noted that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred with the explant date prior to the date the manufacturer became aware. D6b: explant date: 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5178532. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5171100 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 25673990. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).